Event description:
The complainant stated that the trendelenburg function is not working on the bed.

Manufacturer narrative:
The tech isolated the issue to the CPR/trend valve. He replaced the CPR/trend valve to repair the bed.